Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during standard follow-up, the displayed svc coil continuity measurement was abnormally high.

Event description:
Reportedly, during standard follow-up, the displayed svc coil continuity measurement was abnormally high.